Event description:
Vns pt has experienced persistent hoarseness since explant surgery. The pt's voice is described as "raspy" and it noted to have left vocal cord issue. The pt has been evaluated by an ent, but no intervention is planned at this time. The pt's vns therapy system was explanted due to a lack of efficacy. The pt plans to pursue brain surgery as an epilepsy treatment option, so the vns therapy system was removed to facilitate better imaging.

Event description:
Further follow-up revealed that the pt has recovered well within return of the quality and power of their voice. No furterh therapy is necessary. The bipolar lead was not returned to device MFR for analysis. The concomitant device (pulse generator) was returned and analyzed. The pulse generator met electrical test specifications. No performance anomalies were noted. The pulse generator was operating with designed limits. The likely cause of the pt's hoarseness was the explant surgery.